Manufacturer narrative:
One fogarty catheter with attached bd 3ml syringe was returned for evaluation. The balloon and windings were examined and the balloon latex and both windings appeared to be in good condition without any damages or abnormalities. The balloon was inflated with 1.2 cc air. The balloon inflated clear and concentric for 5 minutes. There is no deflation specification using air as the inflation media. The balloon was then inflated using 0.5 cc water and the balloon inflated clear and concentric and did not leak for 5 minutes. Balloon deflation was achieved in 11.8 seconds by pulling back on the syringe plunger. The specification for balloon deflation is 15 seconds while pulling back on the syringe plunger. The through lumen was patent without any leakage or occlusion. Balloon testing was performed with the returned syringe. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon deflation issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. It is unknown if user or procedural factors may have contributed to issue of the inability to deflate the balloon. No further actions will be taken at this time. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that the fogarty catheter balloon did not deflate at the inflation test before use. There were no patient complications reported. Patient demographic information requested but unavailable.